Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the original complaint could not be duplicated or reproduced. A review of the pump black box data revealed cs 054 call service alarms, which may cause the display to be blank for several minutes. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. Unrelated to the original complaint the display was dim, and discolored. Also unrelated to the original complaint, the battery cap was damaged.